Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
The audiologist reported that the patient complained of intermittent sound. The results of an integrity test done in 2006, were consistent with normal receiver/stimulator function, but anomalies on 6 electrodes. The anomalous electrodes were deactivated in the sound processor program. The patient continued to report intermittency. The device was explanted and a new device was reimplanted during the same surgery in 2006. The cochlear implant was evaluated using the integrity test system in 2006. The results indicated that the receiver/stimulator was functioning according to manufacturer's specifications. However, electrode anomalies were noted on six electrodes.